Manufacturer narrative:
Explant date: lens remains implanted, therefore not explanted. (B)(6). The preloaded device is not returning for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the cartridge split/cracked at time of injection. No patient issues were reported and there is no sample available. Through follow-up we learned that the lens was implanted successfully. The preloaded device was damaged at the tip. No additional information was provided.